Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. We were unable to perform the displacement test due to display anomaly. The insulin pump had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer's mother reported via phone call that the insulin pump was damaged. The customer's mother stated the insulin pump's display was severely cracked. The customer stated they were unable to read the display as a result of the crack. Customer's blood glucose was unknown. The customer stated the insulin pump fell out of their pocket, causing the damage. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.